Event description:
It was reported that there was a small pin hole in the ballon, the balloons were deflating and coming out of the patient. (Lot #nghx1678, lot #nghw2924, lot #nghv1207) per customer follow up received on 20may2024, it was reported that they experienced a deflated balloon which caused foley catheter to come out on 3 different occasions. They noticed a pin-sized hole in the balloon. (Lot #nghx1678, lot #nghw2934, lot #nghv1207) were reported. 2 of the catheters were discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a small pin hole in the balloon, the balloons were deflating and coming out of the patient. (Lot #nghx1678, lot #nghw2924, lot #nghv1207). Per customer follow up received on 20may2024, it was reported that they experienced a deflated balloon which caused foley catheter to come out on 3 different occasions. They noticed a pin-sized hole in the balloon. (Lot #nghv1207, lot #nghx1678, lot #nghw2934) were reported and two of the catheters were discarded. Per customer follow up received on 03jul2024, it was confirmed that the correct number for the affected lot is nghw2924.